Event description:
The customer contacted stryker to report that their device unexpected powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. On initial inspection unit was found to have one battery that hadn't been fully installed. The device's battery was engaged to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.